Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain and turbid effluent. The breach in aseptic technique was not further described. It was reported that the patient was not hospitalized for the event. The same day as the event onset, the patient was treated with fortum and cloxacillin, (intraperitoneal, doses, frequencies and durations not reported). Two days after the event onset, antibiotic treatment with fortum and cloxacillin was stopped and patient began treatment with meropenem and vancomycin (intraperitoneal, doses, frequencies and durations not reported). Five days after the event onset, antibiotic treatment with meropenem and vancomycin were stopped and treatment with cloxacillin was restarted. Twenty-five days after the event onset, treatment with cloxacillin was stopped. At the time of this report, the patient outcome and action taken with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.